Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2009. It was reported that the patient felt unintended stimulation in his rectal area. The patient stated that all of his programs had this effect. The stimulation to the rectum only happened when he was sitting back in a chair. He was advised to schedule a reprogramming appointment. No further information is available at this time.